Manufacturer narrative:
Investigation is finalized, with the conclusion that the product did not malfunction, hence the incident is no longer considered reportable.

Manufacturer narrative:
Codes updated to illustrate measurement deviations.

Manufacturer narrative:
Additional used consumables: solution pack: 944-497, lot: nu-02; sensor casette: 946-060 lot: r0743n260.

Event description:
According to the complaint, on (B)(6) 2023, a patient blood sample was run on the abl90 flex analyzer (serial number (B)(4)) with the following result for the k+ parameter: number: 1, date: (B)(6) 2023, time: 09:44 a.m., analyzer: abl90 flex (090r0974n021), result: 6,8 mmol/l; number: 2, date: (B)(6) 2023, time: 09:46 a.m., analyzer: abl90 flex (090r0974n021), result: 7,1 mmol/l; number: 3, date: (B)(6) 2023, time: 09:53 a.m., analyzer: abl90 flex (090r0974n021), result: 2,9 mmol/l. The same sample was measured by the lab, with the following result for the k+ parameter: number: 4, date: (B)(6) 2023, time: 10:35 a.m., analyzer: lab, result: 4,37 mmol/l. Based on the four measurements, the first 3 results (1, 2 and 3) were reported as discrepant by the customer.